Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working despite several battery changes. Blood glucose level at the time of the incident was 218 mg/dl. The caller also reported that the drive support cap was possibly loose. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.